Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was further reported the pt was hospitalized the morning after the aquacel was applied, duration unk, this included the use of IV antibiotics, fluids and monitoring. It was reported that the product was in use for more than twelve hours before the event occurred. They went on to report once the dressing was removed that the pt's condition began to improve. Add'l info was received (B)(6) 2014 informing the product used was original aquacel; the dimensions of the leg ulcer were 11cm by 20cm. It was stated by the nurse "before the aquacel was applied to the wound the wound was "a complete mess". They went on to inform the pt was admitted to hosp and was there less than 24 hours and the incident occurred in may (no info was provided on the year).it was further stated by the nurse who applied the dressing, "the gentleman's condition did not deteriorate asa result of the dressing. She feels it was due to the size and severity of the wound and that the dressing was not to blame for the symptoms that he suffered from." Non add'l info has been provided to date. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported pt developed a severe reaction that included swelling, inflammation, soreness and fever once aquacel was applied to a lower leg ulcer.